Event description:
The customer reported haze/oil mist. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse troubleshot the unit and ran a leak test, and notice that smoke coming from the oil filter assy. The fse replaced the oil filter and catalytic converter. The fse ran the leak test and did not notice the smoke. The fse reset the unit and ran an empty test cycle. System meets specifications.